Manufacturer narrative:
No product was returned for evaluation. At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, the user experienced a hyperglycemic event with blood glucose readings above 400 mg/dl. Symptoms included vomiting. The user used their backup therapy and blood glucose returned to the target range. The user reported fluctuating blood glucose levels following the event. No device malfunction was reported.